Event description:
Received facsimile on 03/15/2007 from biomet regarding a "reportable event may have occurred at your facility." Upon further investigation, this patient was status post hip arthroplasty approximately 7 months ago. The patient rolled over in bed and felt a "pop" and experienced crepitus in hip. The patient was directed to our emergency room and subsequent radiographs indicated a fractured ceramic head. He denies any obvious injury to the hip. The patient underwent revision and replacement hip components. Intra-operatively, the ceramic head was fractured with 2 other fragments and 2 small fragments. The fragments were then given to the manufacturer's representative of biomet.